Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined troubleshooting from tandem customer technical support (cts), however, no response was received by the customer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.